Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping due to high right atrial (ra) lead impedance measurements of greater than 2000 ohms and no capture at maximum outputs. The ra lead was a non-boston scientific lead. The patient had sinus bradycardia, but was asymptomatic. The device was programmed to vvi. The patient was seen in follow- up and had no further issues with vvi programming. No adverse patient effects were reported. The device remains in service.